Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2018 with the following findings: during investigation, it was found that the pump was cracked at the battery compartment at the left side of the grip pad from the threads to the case seal. The battery cap was also stripped and was unable to secure to power on the pump. A test battery cap used was able to secure enough and power up the pump. A 12-hour duration test was completed with the test battery cap with no power loss or rebooting duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; intermittent power with a crack in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.